Event description:
It was reported to philips that the device experienced an operational check failure/charge shock failure. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for replacement of the defibrillator capacitor assembly and the therapy pca ii kit. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the defibrillator capacitor assembly and the therapy pca ii kit. Which was replaced and the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.